Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15399. It was reported the patient is experiencing an extremely uncomfortable heating sensation while charging her ipg. The patient stated the sensation continues for a few minutes after she stopped charging. The patient was sent a replacement charging system. Follow-up indicated the patient stated she was charging by placing the charger wand directly over her skin. The patient was advised to use the charging belt or place the wand over her clothes. Add¿l follow-up indicated the patient¿s replacement charging system is functioning properly. However, the patient is unsure if her pocket site is still burning because she feels like she has a sunburn under her skin and the ipg site is swollen.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.